Event description:
A new balloon was opened to correct the condition. The surgical time was extended as a result of the problem.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). . Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a totally extra peritoneal procedure, the dissection was normal but the balloon burst while being inflated inside of the patient.